Manufacturer narrative:
The device and power supply unit were returned to resmed design facility for an extensive engineering investigation. Performance testing confirmed the reported charging issue. The device investigation determined that the device fault was due to a single component failure in the main pcb. There was no patient injury reported as a result of this event. Resmed risk analysis for this failure mode concludes that the risk is acceptable. This is a resubmission of supplement report due to removal/deletion of supplement report (3004604967-2016-00359 dated 12/02/2016) by FDA upon creation of new initial report number (3004604967-2021-00171). Resmed reference #: (B)(4).

Event description:
It was reported to resmed saudi arabia that an astral device failed to charge its internal battery and detect the correct power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. This is a resubmission of initial report (3004604967-2016-00359 dated 04/06/2016) due to FDA receipt of supplemental report without record of initial report submission in fdas system. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to charge its internal battery and detect the correct power source. There was no patient injury reported as a result of this incident.